Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline breast prosthesis, catalog #3502325, serial #5652543-112. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline breast prosthesis that deflated after initial implantation. During an unrelated breast biopsy, the patient suffered an internal bleed that required arterial cauterization later that day. Approximately one week later, when the swelling had diminished, the patient noticed that the implant had deflated. As a result, the patient plans to have her implants removed and replaced bilaterally with unspecified gel devices. The patient stated that she may also elect to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding a potential explantation date. The patient's internal bleed and subsequent arterial cauterization have not been attributed to this device, so these events will not be coded.